Event description:
It was reported that a pcu was involved in an event where the pump module would not alarm with air-in-line. It was stopped before it reached the patient. There was patient involvement but no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-10067 is a concomitant. Please refer to manufacturer report number 2016493-2026-21731, 2016493-2026-21728 which captured the correct suspect device per investigation report.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a pcu was involved in an event where the pump module would not alarm with air-in-line. It was stopped before it reached the patient. There was patient involvement but no harm.